Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Due to the age of the device it was recommended the customer scrap the device and not be returned to use. The device was returned to the customer who indicated they would scrap the device as advised.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during use. There was no patient use associated with the reported event.